Event description:
It was reported that there were concerns of a premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). There was an elective replacement indicator (eri) in may and the a battery depletion fault code in june. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.